Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Patient identifier requested.

Event description:
Clinic reported a patient who developed inflammation of the left axilla 21 days post miradry treatment. A local physician prescribed antibiotics 7 days post-treatment. Patient returned to the treating clinic and had the affected area drained 8 days post-treatment. Clinic confirmed the symptom resolved.